Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l thr on (B)(6) 2025. Revised on (B)(6) 2025 due to infection. Acetabular shell and liner were revised with another manufacturer's components. Femoral head was revised with mpo's component. C25-083.

Manufacturer narrative:
Mpo was made aware of revision for infection approximately three weeks after the initial operation. During the revision, the ceramic femoral head, polyethylene acetabular liner, and acetabular shell were removed and replaced. Review of the device history record (DHR) for the subject manufacturing lots indicates that this product met all established acceptance criteria throughout manufacturing processes, including all aspects related to cleaning and sterility. Additionally, mpo has not received any other reports for the subject manufacturing lots, nor for a manufacturing lot processed in the same sterile batches as these lots. Infection is a known risk of any surgical procedure. The current microport hip systems package insert (150803-9) lists "delayed wound healing; deep wound infection (early or late) which may necessitate removal of the prosthesis" as potential adverse effects of total hip arthroplasty. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. Due to a large quantity of registry data received by mpo during feb. & mar. 2025, a spike in complaint data for these products was identified. The nature of the registry data was retrospective for the history of the product families and did not include details on specific events. Additionally, mpo has confirmed that the occurrence level for these products did not increase to surpass the next threshold level. Therefore, mpo has not identified any valid trends for infection involving these products. No further evaluations can be made without return of the products or receipt of other clinical information. This issue will continue to be monitored through complaint tracking